Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
During an in-service of the product, the licox displayed "system error: power board failure detected, e1057". It has not been in contact with a patient. There was no patient prepped for surgery. Hence, there was no patient injury or delay in surgery.

Manufacturer narrative:
Integra has completed their internal investigation on 11/25/2015. The investigation included: methods: evaluation of actual device; review of device history records; review of complaints history. Results: the customer complaint was verified. DHR was reviewed for lcx02 monitor serial number (B)(4). Date of manufacture: 2014 ¿ apr. No non-conformance reports were raised during the manufacturing process for this monitor. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the lcx02 monitor been released. During the time period ¿july 2014 to july 2015¿, the global product usage for licox and cam02 monitors was calculated as (B)(4) usages, using the total quantity of licox and cam02 monitor catheter sales sold per licox and cam02 monitor customer to calculate the quantity of usages. The quantity of complaints over the review period with the key word identified in the complaint review (B)(4). Conclusion: the root cause of error code e1057 was verified as the lcx02 monitor was powered on with a low level charged battery. The lcx02 monitor was verified as performing to specification.